Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high defibrillation impedance that had been trending upwards over time. No changes or interventions were performed; the physician elected to continue to monitor the lead. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead exhibited high defibrillation impedance that had been trending upwards over time again. No changes or interventions were performed.

Event description:
Related manufacturer reference number: 2017865-2022-43032. New information noted the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for rapid ventricular response (rvr) as the right ventricular lead continued to exhibit high defibrillation impedance. No changes or interventions were performed. The patient was in stable condition.